Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section e1: reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when doctor did the monofocal non-preloaded intraocular lens (iol) insertion, there was resistance, when pushed into the eye. Iol was fully inserted into patient's eye. There was a defect at the haptic optic junction, therefore doctor removed the iol during the same procedure and replaced it with backup iol. No further information is provided.

Manufacturer narrative:
Correction: h6: adverse event problem: code '3221 - no findings available' updated to '213 - no device problem found' upon further review, cartridge is added as a concomitant product for the intraocular lens product. This follow-up #1 report is being submitted to provide the corrected data under MFR report number 3012236936-2024-0002760. Separate report is submitted for the cartridge product record. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.